Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
Subject ID: (B)(6). Study no: (B)(6). Clinical adverse event received for knee revision. Device and procedure (relatedness) information not provided. Date of event: information not provided. Date of implant: information not provided. Date of revision: (B)(6).2024. Device location: information not provided. Treatment/impact: depuy components removed. Additional event information: on (B)(6) 2024, the patient had a revision left total knee arthroplasty, tibial component to address septic left revision total knee arthroplasty. The indications for surgery included that the patient had previous revision knee revision arthroplasty for fungal infection, which was noted to be done a number of year ago. The patient then presented in (B)(6) 2024 with a fungal infection in knee. The patient was also noted to have had an I&d with retention of components. The patient was placed on oral antibiotics, but then lost the antibiotics. The patient now presents again with infection (B)(6) 2024) an aspiration was performed and interpreted as chronic infection. The patient is noted to have a long cemented stem, so it would be very difficult to revise. Due to patient¿s circumstance, the surgeon performed and I&d with insert revision instead of 2 stage revision. The surgeon reported finding synovitis. No list of specific part/lot numbers were provided at this time.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.